Manufacturer narrative:
Sensor (B)(6) as been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. No issues were observed with the adhesive. Therefore, issue is not conformed. An investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as an infection at the sensor site and had contact with a healthcare professional (hcp) who prescribed antibiotics (unspecified) for treatment. There was no report of death or permanent impairment associated with this event.